Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The reported exacerbation or re-herniation of a pre-existing umbilicale hernia was assessed as a serious injury requiring surgical intervention to prevent serious complications. The occurrence of hernia or exacerbation of a pre-existing hernia are risks inherent to the use of the coolsculpting vacuum applicators, and this was detailed in the coolsculpting user manual. The device was not returned for investigation but the system logs were reviewed. There was no identified device malfunction. The coolsculpting system functioned as designed. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2017, and an initial attempt to submit this MDR was made on 10/27/2017. However, due to transmission issues this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On (B)(6) 2017, allergan received report of a patient who received coolsculpting treatment to her upper abdomen using the cooladvantage (cool core contour) applicator and to the lower abdomen using the cooladvantage plus (cool curve plus contour) on (B)(6) 2017. The patient had subsequently sustained a re-herniation of a pre-existing umbilical area for which she had undergone hernia repair in 2014. A bulge was noted on the mid-abdomen during the assessment prior to coolsculpting treatment and the patient also mentioned experiencing pain on the mid-abdomen upon exertion. The patient was advised by the provider against having the procedure; however, the patient insisted that she be treated to the abdominal area. The patient underwent another hernia repair for the re-herniation on (B)(6) 2017. Additional information was requested, but was no longer available.